Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neuro stimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor patient reported that the therapy was not working as they kept urinating and had to use pads. Patient confirmed that the therapy worked in the beginning. Patient further stated that about the time the symptoms returned, someone hit them in the rump with a door knob however, the health care professional checked the leads and ins and said everything looked good. Patient declined troubleshooting over the phone. No further complications were noted or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Patient called back and repeated that the device does not work and she still wets her pants and has to wear a pad. A letter was also received from patient on 2019-08-12 and patient stated that the ins would be replaced on (B)(6) 2019 and that everything was in place. No further complications were noted or anticipated